Manufacturer narrative:
The cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. It was reported that the patient had no aortic regurgitation (ar) before using the impella, but ar was noted after using the impella at a mild to moderate level. As a result, the impella was switched to an intra-aortic balloon pump and the ar improved after the switch. The physician commented that this event may be related to the impella. The patient was reported to have survived the procedure and was stable. The product was discarded at the facility.